Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. However, there is no evidence to suggest that the device contributed to this incident.

Event description:
Right knee tibial insert revised after treatment for hematoma and infection.